Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a diagnostic laparoscopy, the stapler, with blue reload, no buttressing material, locked over bowel. The doctor tried to use the manual reverse lever, the lever was stuck but the doctor was able to remove the device from tissue. A second like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2020. D4: batch #u5ap25. Investigation summary the analysis found that one psee60a device was returned with no apparent damage, and with an endopath xcel trocar inserted in the jaws. One gst60b cartridge was loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted.